Event description:
A ventilator was returned to the manufacturer's factory authorized service center for service due to a ventilator inoperative message that occurred while in patient use. There was no harm or injury reported. During the evaluation the customer¿s complaint was confirmed. An error indicating that the amount of fluctuation in the flow sensor deviated from the standard. A "fix" was performed with the dedicated software then the issue was resolved.